Event description:
The customer observed positively biased vitros trop I es results on multiple patient samples from 2008 to 2009 on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient results were reported and questioned during the above timeframe, however, there were no allegations of harm as a result of these events.

Manufacturer narrative:
Ocd field service investigated and replaced the signal reagent manifold and signal reagent probes on the vitros eci, returning the system to expected operation. The root cause of the falsely elevated trop I es results is instrument related.